Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged high bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 534 mg/dl. The cause of the elevated bg was unknown. Customer administered a manual injection to address bg. It was also reported that the pump battery was depleting quickly. Reportedly the customer had manual injections as alternate insulin therapy.